Event description:
A malfunction was reported by the caller regarding the pump, identified by malfunction code malf 12. There was no reported impact to the customer's blood glucose level, as they declined to answer about whether it exceeded 500 mg/dl. Technical support assisted the caller with resetting the pump, which resolved the issue without recurrence, allowing the customer to continue using it.